Manufacturer narrative:
Photos taken by the customer along with the actual sample were returned to the manufacturing facility for evaluation. The provided photos along with the actual sample both confirmed the sampling line tube had fractured at the joint with the blood outlet port on the oxygenator. Magnifying and electron microscopic inspections of the fracture cross-sections of the sampling line tube did not reveal any embedded foreign particle or entrainment of air bubbles. It was revealed that some segments were in the smooth state and other segments in the rough state. On the smooth surface, some streaks starting at one point were found. Simulation testing was conducted on a currently product sample. The sampling line tube was exposed to a shock force at the joint of the tube and the oxygenator outlet port after having been left under a low temperature for 12 hours. The sampling line tube became fractured at the joint. Electron microscopic inspection of the fracture cross-section found that the state of the surface was very similar to that of the actual sample. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual sample was subjected to a shock force, resulting in the reported tube fracture. The device labeling does address the potential for such an event in the instructions-for-use (IFU): "do not use if the package or device is damaged (e.g. Cracked) or any of the part caps are off." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported damage to the capiox device. Follow up communication from the user facility reported the following information: the sampling manifold line disconnected at the arterial outlet of the oxygenator; the defect was detected prior to use; and there was no patient involvement.